Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient will reportedly not be pursuing explant surgery at this time. The recipient is currently wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery will be scheduled.